Event description:
Healthcare professional reported left side "implant rupture" diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. Treatment: capsulectomy.

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified through the photos provided, observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ yellow particles observed on the surface of the shell. ¿ stress marks. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "implant rupture" diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device. Treatment: capsulectomy.